Event description:
Reference number (B)(4). Event occurred in the united states it was reported on that a 3-year-old female patient weighing 12 kg experienced hyperglycemia exceeding 400 mg/dl. Upon reviewing the alarm history, it was discovered that a hypoglycemic pause occurred. The hypoglycemic pause activated during the bolus administration, resulting in only partial delivery of the intended insulin dose. The patient was using manual mode at the time of the incident. Since the infusion set was on its second day of use, while the hypoglycemic pause likely contributed to the underdelivery, cannula occlusion could not be ruled out as a contributing factor, and the caregiver was advised to consider replacing the infusion set. The patient had not received specific instructions from their physician regarding hyperglycemia management, so they were advised to consult with their medical provider. It was noted that the patient had previously been hospitalized for diabetes management. This case was processed under the high blood glucose/under delivery protocol. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan.this submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-14812), was submitted on 08 oct 2025. However, based on the investigation results done on 18-jan-2026 and clinical review done on 23-jan-2026, it was found that the serious injury was not related to infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.